Event description:
It was reported that catheter break occurred. An opticross imaging catheter was used to view the target lesion. During the procedure, it was noted that the device broke. They were able to complete the procedure. No harm to the patient.